Manufacturer narrative:
This follow up report is being submitted to report additional information review of the most recent repair record determined the handle would not advance the carrier, the carrier was stuck. The device was disassembled, cleaned, and lubricated to resolve the reported issue. Review of the previous repair record identified unrelated repairs to the reported event. The device was tested and found to be functioning to specifications prior to release to the customer. Device is used for treatment. No corrective actions, preventive actions, or field actions resulted after investigation of this event. The event is confirmed.

Event description:
No additional information received.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Once an evaluation of this device is completed, a follow-up/final report will be submitted.

Event description:
It was reported that the handle does not advance the bottom roller when the carrier is engaged. No adverse events were reported as a result of this malfunction.